Manufacturer narrative:
Olympus cannot determine if the bronchoscope referenced in the article has been returned to olympus for evaluation or not, as there was no specific model or serial number of bronchoscope was provided in the article. The cause of the reported incidents cannot be determined at this time, but improper maintenance of the device cannot be ruled out as a contributory factor to the reported events. Olympus will continue to investigate this report and will update the report if additional information becomes available at a later time.

Event description:
On november 1, 2016 olympus received a clinical article titled, ¿pseudomonas putida (psp) cluster associated with a contaminated bronchoscope (b) in a medical intensive care unit (micu) at upmc. The article indicated that psp is an environmental isolate infrequently identified as a pathogen in hospital settings. Since 2008 there have only been 8 hospital acquired psp micu patients. In (B)(6) 2015, two micu patients were identified with psp hospital acquired pneumonia (hap). A multidisciplinary team reviewed any commonalties such as shared staff, geographic location and bronchoscopy procedures at bedside. All scopes are reprocessed with hld and leak tested prior to use. The article showed that there were 9 bronchoscopes used in the micu, usage records were reviewed, and all 9 were cultured. If a positive scope is identified, the scope lumen is evaluated for defects via boroscopy. Psp isolates underwent molecular typing using pulsed field gel electrophoresis (pfge). The genome sequence of these psp isolates were compared to the genome sequences of 14 isolates at (B)(4). The following information was based on the results of the facility¿s investigation: no deficiencies in bronchoscope reprocessing were identified and no scope failed leak testing. Both the psp and micu patients had undergone bronchoscopy with the same bronchoscope (v27) and this scope grew psp. All other 8 were cultured negative. The bronchoscope (v27) was removed from service, and no additional cases were identified. A boroscopy of the bronchoscope. 1 of 2 reports.